Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed as a suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using the pre-close technique, with an 6fr sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the proglide needle plunger was removed for the first proglide. A second proglide device was used with the same result. Another two proglide devices were placed using the pre-close technique. But the suture from the third proglide device was used with the same result. The fourth and fifth proglide sutures were placed using the pre-close technique. The access site was upsized to 21fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.